Event description:
On june 13, 2022, fujifilm healthcare americas corporation received a complaint regarding the arietta 850 ultrasound system. The site reported that the image does not appear until the system is rebooted. The error occurred prior to beginning a procedure and caused a slight delay the procedure was completed successfully after a system reboot. There was no impact or injury to the patient reported. There is no death or serious injury associated with this event. As such this event is being reported in an abundance of caution.